Manufacturer narrative:
It was reported that a patient underwent an atrial tachycardia (at) ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic separation issue occurred. During the procedure, physician realized there were a leak in the hemostatic valve of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The hemostasis valve did not break into two or more separate pieces or become detached. The sheath was being used on a patient and air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to bleeding and the blood volume was very little. No medical intervention was required to stop the bleeding. The device evaluation was completed on (B)(6) 2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found in its place. The returned sample was connected to cool flow pump and no leakage was observed. Then the functional test of the side port was performed, and no issues were observed. A device history record was performed and no internal actions related to the reported complaint were identified. As part of quality process all devices are manufactured, inspected, and released to approved specifications. No issues with the hemostatic valve was found; however, according to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. The event described could not be confirmed as the device performed without any hemostatic valve. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Event description:
It was reported that a patient underwent an atrial tachycardia (at) ablation with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic separation issue occurred. During the procedure, physician realized there were a leak in the hemostatic valve of carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large. The hemostasis valve did not break into two or more separate pieces or become detached. The sheath was being used on a patient and air did not enter the patient¿s body. This issue did not require percutaneous or surgical removal. Patient hemodynamics were not compromised due to bleeding and the blood volume was very little. No medical intervention was required to stop the bleeding. The issue was assessed as a MDR reportable hemostatic separation issue.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 5/31/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).